Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent with naviflex delivery system was noticed to have moisture inside the sterile pouch when the package was taken out from the transportation box on (B)(6) 2026. Reportedly, the product did not seem to have any mechanical damage. There was no patient involvement.

Manufacturer narrative:
Block h6: imdrf device code a1801 captures the reportable event of device not sterile.